Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding intraop fracture involving a accolade (B)(4) size 3.5 was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The cra reported on behalf of the customer that during tha surgery allegedly a small trochanteric fracture occured when applying the femoral component stem and that this was immediately treated with cerclage.

Event description:
The cra reported on behalf of the customer that during tha surgery allegedly a small trochanteric fracture occured when applying the femoral component stem and that this was immediately treated with cerclage.